Event description:
It was reported that the patient experienced mechanical issues with an artificial urinary sphincter (aus) leading to a replacement surgery. It was noted that although the cuff and pump were removed and replaced, the original balloon was left in the patient. Upon explant, fluid loss was noted as the balloon was empty; however, the source of the leak was not known. There were no patient complications.